Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on december 08, 2023. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.